Manufacturer narrative:
According to the system¿s operator¿s manual, previous corneal incisions are included as contraindications for creating corneal incisions with the laser system. A prior incision might provide a potential space into which the gas produced by the system can escape and produce undesired or adverse patient impact. This is consistent with what the customer experienced in this case. The root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided by the reporter indicated that per the surgeon this procedure was done in order to temporarily give the patient a better visual acuity. This cornea was already weak and unstable and a corneal transplant was planned for a later date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported a corneal perforation of an arcuate incision occurred during a laser assisted cataract procedure. Reporter indicated the patient's cornea was irregular from a previous corneal transplant surgery, and required three sutures to close. Additional information has been requested.